Event description:
A family member reported that the keypad buttons have been slow to respond and cause scrolling for the past two months. She stated that the up arrow and down arrow buttons are mostly affected. The family member reported that the patient wears the pump in his pocket, and denied cleaning the pump.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: testing confirmed intermittent responses to button presses on the up arrow button. Multiple button presses were required before the up arrow button will engage. None of the buttons had normal spring back or click. The keypad cover was found to be torn off over the up arrow button exposing the button contact. The keypad cover was removed to check condition of the button contacts; contamination was present under the contacts of all buttons.